Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head fell off. Attachment keeps getting detached from the toothbrush itself - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush refill head fell off. The attachment kept getting detached from the oral-b toothbrush refill itself. No injury was reported. 21-mar-2025 follow up via digital safety assessment survey: the 37-year-old female consumer did not contact a healthcare provider. No injury was reported.

Manufacturer narrative:
On 13-jun-2025, product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Head fell off...attachment keeps getting detached from the toothbrush itself: oral-b [device breakage]. Product counterfeit: oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush refill head fell off. The attachment kept getting detached from the oral-b toothbrush refill itself. No injury was reported. On 21-mar-2025, follow up via digital safety assessment survey: the 37-year-old female consumer did not contact a healthcare provider. No injury was reported. On 13-jun-2025, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.